Manufacturer narrative:
The patient's chronic driveline infection was previously reported under medwatch report # 2916596-2014-01941. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 3 months. The patient remains on lvad support with no further issues reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient continues with a chronic driveline infection. The patient would continue to be treated with suppressive antibiotic therapy. No further information was provided.

Manufacturer narrative:
Additional information: the specific cause for the reported event could not be determined. The patient remains ongoing on suppressive antibiotics and will have cultures periodically to monitor sensitivities and ensure proper antibiotic treatment. No further issues have been reported at this time. The instructions for use lists driveline infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information provided by the hospital personnel on 08/19/2016 stating that the patient continued to have a chronic driveline infection. The patient's driveline infection was noted to have started at an unspecified date in (B)(6) 2014. It was also stated that the patient acquired the infection through frequent showering and moisture damage to the driveline site. The patient remains ongoing on suppressive antibiotics and will have cultures periodically to monitor sensitivities and ensure proper antibiotic treatment.